Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 5. Reference MFR. Report#3006705815 -2017-01196. Reference MFR. Report#3006705815 -2017-01197. Reference MFR. Report#1627487-2017-05151. Reference MFR. Report#1627487-2017-05149. It was reported infection was suspected at the patient's scs ipg and lead incision sites. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the entire system was explanted to address the issue. No further information has been made available at this time.